Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reportedly stopped hearing with the device. It is unknown if a trauma/accident has occurred. Re-implantation will be scheduled.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reportedly stopped hearing with the device. It is unknown if a trauma/accident has occurred. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not yet been made available.

Event description:
The recipient reportedly stopped hearing with the device. It is unknown if a trauma/accident has occurred. Re-implantation will be scheduled.